Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (shutdown during fitting) was confirmed. Upon evaluation, the monitor was found to have defective ram chips (u100 and u101). The sdram components are bga parts on the monitor's c/a board, which load the flash memory. It was found that when the ram chips were pressed on, the unit powered up normally. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified. No adverse event resulted from the corrupt memory. The pt received a replacement monitor.

Event description:
Zoll customer support reviewed the download of a (B)(6) female pt, which revealed service code 104. The pt was issued a replacement monitor.